Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, after insertion of hd grid mapping catheter, the sheath was leaking from the hemostatic valve. During post mapping the sheath leaked around the hd grid catheter again. Physician elected to not replace the sheath and completed the procedure using the original sheath. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design'. Tears were found on the internal hemostatic valve by the center slit, compromising the valve's ability to seal pressure and fluid within the sheath.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, after insertion of hd grid mapping catheter, the sheath was leaking from the hemostatic valve. During post mapping the sheath leaked around the hd grid catheter again. Physician elected to not replace the sheath and completed the procedure using the original sheath. The procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.